Event description:
Caller reported a cartridge alarm but did not experience an adverse impact to their blood glucose level, as it did not exceed 500 mg/dl. Cts assisted the caller in attempting to load a new cartridge but the alarm recurred, leading to a decision to replace the pump. The caller had no backup insulin therapy available and planned to contact their healthcare provider for assistance. Cts provided instructions on storage mode and arranged for the shipping of a replacement pump with updated software, also advising on its installation and return protocol of the defective pump. Caller understood all instructions and acknowledged receipt of information.